Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 359 mg/dl. A system check was performed and the infusion tubing was identified as a possible cause; however, customer used apidra insulin. Tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, the tubing was changed to address the event.